Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had observations of noise that was oversensed on the right atrial (ra) channel which resulted in inappropriate atrial tachy response episodes. This appeared to be due to the respiratory rate trend (rrt) signal oversensing. Technical services recommended to turn off the rrt signal off. At this time this crt-0 and other manufactures ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).